Event description:
It was reported that the patient had been hospitalized with low blood glucose level . The patient's blood glucose levels had decreased to below 54 mg/dl while wearing the pod. The patient reports they had administered glucagon. The patient reports being unresponsive and waking up in the hospital emergency room. The patient reports they had been treated with glucagon. The patient was in the hospital emergency room for 8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7.